Event description:
Pt had lvad inserted on 1/17/96 because of lv failure. On 3/21/96, pt sat up in bed and low flow alarm sounded. Normalized on return to bed. Sat up moments later and low flow alarm sounded with serous fluid noted in interconnect cable. Pt taken to or where leaking lvad explanted and new lvad implanted.